Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was below 20 mg/dl at the time of incident. The customer treated her low blood glucose with milk and cheese. The customer also reported high blood glucose of 269 mg/dl but it did not go down with the insulin pump and had to revert to manual injections. The customer was assisted to suspend the insulin delivery. The insulin pump will not be returned for analysis.